Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology due to a pre-existing cleft at the grasping area. The patient effect of mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2017, a 30-day follow up echocardiogram was performed. It was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 3-4. There was no leaflet damage noted, and the patient was confirmed to be stable. No further treatment has been performed. No additional information was provided.